Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device longer than 48 hours. Symptoms reported include irritation, pronounced swelling and pain; pod was removed 6-7 days prior to patient seeking medical attention. The patient went to a local urgent care facility and was prescribed keflex (500mg tablet), to be taken twice daily for 10 days. Patient was also given cleaning instructions for the site, and instructed to take ibuprofen as needed.